Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation/therapeutic effect. The device was explanted on (B)(6) 2014 because the therapy was no longer effective despite good coverage. No malfunctions were seen during the operation. The patient had no complications from the explant.